Event description:
It was reported that the customer was hospitalized due to a hypoglycemic seizure. The customer went into a coma and his heart stopped as a result of the event. Paramedics were able to resuscitate the customer. The customer's blood glucose reading was 57 mg/dl at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.